Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
Patient implanted with prodisc-c at c6-c7 on an unknown date, reportedly experienced pain for more than 6 months. Patient was treated with medication. Surgeon removed the prodisc-c and revised the patient to fusion.